Event description:
Information was received that reported, a patient was hospitalized due to hyperglycemia. Per the reporter, in 2006, the patient began experiencing blood glucose above 500. Correction bolus from the pump did not lower the patient's blood glucose, neither did correction via syringe. The patient was transported to the ER after they began vomiting. Patient was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.